Manufacturer narrative:
Vyaire complaint #: (B)(4). A vyaire field service representative (fsr) went onsite to evaluate the device. The fsr  determined that the main board needed to be replaced to resolve the xdcr issue. The fsr tested the device and the device operates to specifications. If additional information becomes available, it will be submitted in a follow up report.

Event description:
The customer reported that their vela ventilator displayed an unresolved "xdcr fault" alarm. The customer reported that there was no patient involvement.